Event description:
A physician reported a pt who was skin tested on 11/19/1998 with negative results. The pt was teated with two formulations of product in the fine smokers lines upper lip, nasolabial lines around a scar on the right lip on 12/17/1998. On 12/24/1998 the pt developed erythema in the nasolabial lines. The precipitating events were severe heat activities, and severe sunburn on shoulders. The physician prescribed keenacone cream on 1/18/1999 with slight improvement. On 2/4/1999, the physician prescribed oral erythromycin and cold packs. The symptom was considered product related.